Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not functioning anymore. Fluid loss was also noted in the device. The ipp was explanted and replaced. There were no patient complications reported.